Event description:
It was reported that the flex deflectable videoscope exhibited blind spots from the camera. There was no report of patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, and since the reported blind spots from camera issue was not reproduced or confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.